Manufacturer narrative:
Additional information received indicated that the patient's tricuspid bioprosthetic valve showed abnormal characteristics during explant that were likely due to an infection. No other adverse patient effects were reported.

Manufacturer narrative:
Analysis: the actual device was not received for analysis. The medtronic tissue bioprosthetic heart valve product manufacturing processes involves a series of tissue treatments to fix the tissue and to reduce the bioburden level prior the terminal sterilization step to yield a sterile product. The tissue processing for tissue heart valve product structures includes a series of bioburden reduction processes. The assembled products are packaged into sterile jars in final sterilant solution and are enclosed in torqued lids to ensure sterile barrier under an iso class 5 clean zone. The terminal sterilization process is validated using bacillus atrophaues atcc 9372, as recommended under iso 14160:2011. The last bioburden reduction process for the tissue heart valve products whereby the process was challenged with 106 cfu of mycobacteria species and bacillus atrophaeus atcc 9372 (aka bacillus subtilis varniger) at worst case conditions (minimum glutaraldehyde concentration at half the exposure time). The sterilization process used by medtronic utilities bbg solution (sterilant : 0.2% 20-24 hour exposure at 38-42c) which has an anti-microbial kill on the microorganisms such as staphylococcus aureus species, and it also has demonstrated the ability to inactivate the biological indicator, bacillus atrophaues atcc 9372 which is representative bioburden for the microbial flora found in our manufacturing controlled environment. The validation studies demonstrated that a sterility assurance level of 10-6 or better will be met against mycobacteria and bacillus species. In addition to the controls in place, a routine microbial monitoring program is incorporated into the manufacturing process. This program encompasses the monitoring of environmental areas, assembled product bioburden, and packaging solution. Any growth, if found from the assembled product and packaging solution are characterized and evaluated for potential resistance to the terminal sterilization process. Finished products are only released with acceptable bioburden results. Additionally, acceptable sterility testing result is a requirement for finished product release. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: the reported organism can be rendered non-viable to the sterilization process during manufacturing. Therefore, it was unlikely that the organism originally came from the device or manufacturing process. Based on the received information, the endocarditis was recurrent likely due to patient medical history. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received indicated that the patient had a history of (B)(6). This device was originally implanted in order to replace the native tricuspid valve which was damaged by the endocarditis. This device was replaced due to recurrent (B)(6) endocarditis with life threatening sepsis. During the replacement procedure, the tricuspid device was completely covered with internal clot. The device was excised and replaced. During the same procedure, the physician replaced the native aortic valve with a non-medtronic valve. No other adverse patient effects were reported. Added relevant medical history.

Manufacturer narrative:
The device has not been returned for analysis. Without the receipt of the product, a definitive conclusion cannot be made regarding the clinical observation.

Event description:
Medtronic received information that 8 months post implant of this tricuspid bioprosthetic valve, the device was explanted and replaced for unknown reasons. No other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.